Manufacturer narrative:
This device used for treatment and not diagnosis. The device has been returned. A device history records review has been requested. The investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicates a hospital in (B)(6) reported: chisel blade is broken during uses. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that a piece of the edge is indeed broken off as well as badly damaged. We assume that the blade came in contact with a metallic part. The surface of the broken/damaged blade is homogeneous which indicates conformity to the specifications. No product fault could be detected. Placeholder.